Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The right atrial (ra) lead exhibited high pacing thresholds due to a micro-dislodgement. The ra lead was attempted to be repositioned, but the helix exhibited extension issues and was explanted. No additional adverse patient effects were reported.